Event description:
The manufacturer received information that a trilogy evo was reported to require service. There was no patient involvement, and no harm or injury reported. It was reported on review of the device error log, error code e-59 was recorded indicating the internal or detachable battery was not charging. Device evaluation determined the power supply, and the system printed circuit board assembly required replacement to address this issue. Replacement of the components were completed. Additional findings not related to the malfunction/issue: the in-line proximal filter in the fio2 return tubing was noted to be clogged with dust prompting the replacement of the filter. Four-year preventive maintenance was completed on the device and required replacement of the muffler assembly and the air inlet foam filter. The device passed final testing after repair and maintenance was completed.